Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.it is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a robotic assisted total vaginal hysterectomy on (B)(6) 2009, and a morcellex was utilized to treat uterine fibroids. It was reported that the patient's pathology on (B)(6) 2009, revealed atypical myxoid smooth muscle neoplasm, consistent with myxoid leiomyosarcoma. On (B)(6) 2013, it was reported that the patient underwent 6 cycles of chemotherapy, which was completed on (B)(6) 2010. It was reported that there has been without any evidence of disease since that time. No additional information was provided.